Event description:
Olympus medical system corp (omsc) was informed that during an inguinal hernia procedure the focus of the image of the subject device (otv-s7h-1d-f08e) could not be adjusted. The procedure was completed with another camera head. The subject device was investigated by the field service of olympus and no failure was found. There was no information why the focus could not be adjusted from the hospital. There was no patient injury reported.

Manufacturer narrative:
Omsc received the subject device for evaluation, and no failure was found. The irregular connection of the subject device and endoscope or irregular operation by the user may cause the impossibility of the adjustment of the focus. The otv-s7h-1d-f08e instruction manual already states; after the connection, ensure that the endoscope is firmly connected to the camera head, without any looseness. A loose connection of endoscope and camera head may cause interference on the endoscopic image. Before attaching the endoscope, make sure that its eyepiece is attached firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate. While observing the endoscopic image on the video monitor, rotate the camera head's focus ring to find the position where the image is sharpest. This report is being submitted as a medical device report in an abundance of caution.